Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. The getinge field service engineer (fse) that encountered the issue, replaced the fiber optic module and cable. However, repairs are not yet completed, as the fse is waiting on a backordered part. A supplemental report will be sent when the repairs have been completed. (B)(6)

Event description:
It was reported that during a preventive maintenance (pm) performed by a getinge field service engineer (fse), the cardiosave intra-aortic balloon pump (iabp) failed the fiber optic test. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
The getinge field service engineer (fse) that encountered the issue, replaced the fiber optic module and fiber optic sensor cable to resolve this issue. During the repair the fse damaged the battery status cable, so he replaced the battery status cable to resolve this issue. The fse had also replaced the upper panel, the lower front panel, the cover console and labels in this repair call due to cosmetic issues. The fse then performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to continue to be used as a demo unit only, not for clinical use.

Event description:
It was reported that during a preventive maintenance (pm) performed by a getinge field service engineer (fse), the cardiosave intra-aortic balloon pump (iabp) failed the fiber optic test. There was no patient involvement, and no adverse event reported.